Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint product was received and tested. The returned sample of violet orthocord suture was tested for tensile strength. During the testing, the results were within the acceptable standards. Design specifications for straight break test states that it must be a minimum of 46.8 lbs and the results of the sample was 50.21 lbs. Design specifications for knot break test states that the tensile strength must be a minimum of 24.0 lbs and the results of the sample was 24.83 lbs, passing the test. We cannot discern a root cause for this failure mode. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No nonconformances were identified for this part-lot number combination per qlik query executed 11/12/2018. Review conducted per nr-0108348. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that during a rotator cuff repair two out of the three sutures broke in a case, not sure if an issue with the orthocord, or the expresses gun. One suture remained and the repair was completed. Only a 10 minute delay to surgery. No adverse event.